Manufacturer narrative:
Citation: summers, mr. Emergency valve-in-valve transcatheter aortic valve replacement in a patient with degenerated bioprosthetic aortic stenosis and cardiogenic shock on veno-arterial extracorporeal membrane oxygenation. Catheter cardiovasc interv. 2018 sep 1; 92 (3): 592-596. Doi: 10.1002/ccd.26990. Epub 2017 mar 15. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) male patient with medical history of intravenous drug use (ivdu) with recurrent infective endocarditis (ie) of his native valve and two subsequent prosthetic aortic valves. In (B)(6) 2008, he underwent bioprosthetic aortic valve replacement (avr) in the setting of native ie and in (B)(6) 2009, he developed prosthetic ie requiring reoperation and placement of an aortic valve homograft. Finally, in (B)(6) 2010 he suffered recurrent ie of his homograft in the setting of an ivdu relapse and a non-medtronic valve was placed within the previously implanted homograft. 42- months post-implant the non- medtronic valve was replaced by 23-mm medtronic corevalve (no serial numbers was provided) due to cardiogenic shock, mitral regurgitation (mr), tricuspid regurgitation, aortic insufficiency, aortic stenosis. Immediately post-core valve deployment, the transcatheter gradient reduced from 77-mm hg to 40-mm hg. Balloon aortic valvuloplasty (bav) was performed to address residual moderate to severe paravalvular leak (pvl) which resulted in further reduction of transcatheter gradient to 27-mm hg and reduced the pvl to mild-moderate. However, 2-months post-implant the corevalve was replaced with non-medtronic valve due to increased gradient and moderate to severe paravalvular leak (pvl). No additional adverse patient effects or product performance problems were reported.